Manufacturer narrative:
The field service representative determined the customer had entered incorrect calibration and quality control data. He reran calibration and controls and verified analyzer operation was within specification.

Event description:
User had an issue with low calcium results for an unknown number of patients which occurred for approximately one week. Physicians questioned the patient results and five samples were sent to a reference lab for retesting. The following samples were provided. Initial result 8.3 mg per dl, repeat 9.3 mg per dl. User did not know if any pts were adversely affected.

Event description:
User had an issue with low calcium results for an unknown number of patients which occurred for approximately one week. Physicians questioned the patient results and five samples were sent to a reference lab for retesting. The following samples were provided. Tested in 2009, initial result 9.4 mg per dl, repeat 10.3 mg per dl. User did not know if any patients were adversely affected.